Manufacturer narrative:
The following report is being submitted to relay additional information received if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure thirteen years post-implantation due to pain, limping, synovitis, osteolysis, metallosis, wear, elevated metal ion levels, and corrosion. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: rd118850, m2a 38mmx50mm cup, 752650, 11-103207, taperloc por fmrl lat 13.5x147, 164220. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02786. Product location unknown.

Event description:
It was reported patient underwent a revision procedure thirteen years post-implantation due to pain, metallosis, wear, and corrosion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.